Event description:
The complainant reported that the clinicians performed a therapeutic radiofrequency ablation (rfa) procedure on a patient (age, gender and weight unknown) with liver cancer. The procedure (date of procedure unknown) was performed percutaneously, with the recommended algorithm followed. The highest power achieved during the treatment was 150w with a 3cm probe. The complainant indicated that the rfa procedure was successfully concluded, but following the procedure, the patient was found to have sustained first degree burns to the thighs. The burns were reported to be the size of the pads. The patient's burns were treated with silvadine cream for ten days, and the patient is reported to have fully recovered.

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis is not available and at this time we are unable to determine the relationship between the device and the cause of this event. As a lot number for this device was not provided, a device history search could not be performed. The lot number of the radiofrequency ablation generator is not known; therefore, the device manufacture date and expiration date can not be determined. Device not returned for evaluation.